Event description:
A nurse reported that a patient had received anesthetic block in anticipation of surgery. The unit turned on, but the screen was black and they were unable to proceed. The surgery was canceled.

Manufacturer narrative:
The company representative examined the system and replaced the host module. Preventive maintenance was performed. The system was then tested and met product specifications. A visual assessment of the returned host module did not reveal any nonconformity. The host module was tested and passed all testing. A review of complaints for the last 24 months did indicate 1 similar report for this system. The root cause is unknown. (B)(4).